Event description:
It was reported that the user experienced repeated cgm sensor reconnecting and signal loss alerts on the ilet while using a dexcom g6, with intermittent communication failures noted; the user briefly switched to a g7 and then back to g6, and was advised the warmup could take up to two hours. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet characterized by intermittent communication failure, with the antenna and related electrical or magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.